Manufacturer narrative:
Patient information was unavailable from the site. Manufacturer date was unavailable at the time of filing. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information that, during a functional endoscopic sinus surgery (fess), the surgeon was having difficulty registering the patient. The registration was appearing to be tilted on not actually on the patient. The scan included the ears and top of head. Tried to walk the surgeon through a 3 point tracer and point merge, however both failed. The surgeon decided to proceed through the case without the use of navigation. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Manufacturing date was received.